Event description:
It was reported that: patient is in a great deal of pain in hip area. Patient has been to see doctor and had blood work, MRI and x-rays done. Patient is scheduled to see surgeon to receive results of the tests that were performed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.